Event description:
It was reported that during the implant attempt the right ventricular lead had low r-waves and sensing difficulties. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the lead was damaged at implant. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had a breached cut. There was blood in/on the helix/lobe mechanism.